Manufacturer narrative:
Follow-up #1: date of submission 9/7/2016. Device evaluation: the device has been returned and evaluated by product analysis on 08/12/2016 with the following findings: several por events associated with (B)(4) history. Moisture observed under display lens. Bolus button cover is torn in center; still functional. Cracked battery compartment below grip pad to case seal. Leak test failed due to bolus button leak. Opened pump, moisture damage found on display, power pcb, cgm board, keypad flex connector. Unable to verify all steps and to investigate power complaint due to internal moisture damage. Keypad cover is lifting/peeling. Opened keypad, no contaminants found under contacts.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (moisture ingress) issue. It was reported that there was moisture behind the display and the pump lost power. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.